Event description:
The customer reported that the side-firing fiber was noticed to have commenced forward firing at 133,875 joules during a prostate procedure. The procedure was completed with another fiber. It was reported that there was no pt injury. The procedure was initiated with a different fiber, which was also reported (ref MFR report number 2937094-2012-00597).

Manufacturer narrative:
The device was returned to the MFR and analyzed. Joules on the fiber card were verified as 134,400 joules. Failure analysis disclosed a circumferential fracture of the glass cap distal to the fiber/cap fusion zone. The fiber proximal to the fracture can rotate independently of the metal cap. The metal cap has burnt on detritus and devitrification at the output window. The fiber condition may activate the fiberlife safety feature, which would modulate the power and show a pulsing beam or place the system into standby mode. The fiber condition may also result in forward firing of the side-firing fiber, which has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation, likely due to tissue contact and/or anatomical/procedural factors encountered during the procedure, accelerating cap wear and limiting the performance of the fiber. The product labeling warns that tissue contact or tissue probing may cause fiber damage or breakage. The component codes fiber and cap refer to the results code thermal problem.